Manufacturer narrative:
(B)(4). D10: medical products: item#: pc-100, avitus pilot hole disp - 11 mm; lot#: 01234001. H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when it was time to open the packaging of the product, the packaging had already been opened.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned products identified that the inner blister is not sealed, however there is sealing residue on the blister perimeter indicating that the devices were fully sealed during manufacturing and further tampered with outside of manufacturing. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.